Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No motor error alarm, unexpected restart and external ram crc error alarms noted. The motor was tested outside of the device and passed. All operating currents tested within the specification range and passed off no power test. No unexpected reset the pump setting noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone all that the insulin pump alarmed unexpected restart and external error twice. Customer's blood glucose level was 218 mg/dl. The insulin pump also alarmed motor error. The customer was able to rewind. The displacement test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.